Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) needed to be moved with a set of extenders in order for the patient to receive radiation. During the procedure, it was found that the non-(B)(6) 40 cm extenders were expired. Shorter extenders were offered; however, the procedure was completed with the expired 40 cm extenders. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).